Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The aortic neck had a 90 degree angulation. It was reported approximately 9 months post stent graft implantation, the stent graft migrated with no evidence of an endoleak. The cause of the migration may be contributed to the severe angulation of the aortic neck. The physician successfully placed an aortic cuff. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Results: inherent risk of procedure. Patient's condition affected effectiveness of device. Conclusion: device failure/lack of effectiveness related to patient condition. Other, secondary intervention required.